Event description:
It was reported that the site's handheld computer screen was freezing. It is unknown which screen the handheld is freezing on. Troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to manufacture to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.